Manufacturer narrative:
Alleged failure: arrived damaged, box was damaged and wet. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be extreme shipping conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that box was damaged and wet. Per investigation results, the device had blown components.